Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the power management board. Complete full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. The power management board will be returned the national repair center for further evaluation. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic pump (iabp) shutdown and would not turn back on. There was no patient injury or harm reported.

Manufacturer narrative:
The failed part was evaluated by the national repair center (nrc). The nrc observed visual damage to the upper right portion of the board with a white residue which is consistent with saline. The dripping down of saline onto the power management board will cause components to short out resulting in an unexpected shutdown of the cardiosave, which was the customer complaint. The nrc is retaining the board in the national repair center per procedure.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "system failed". When a getinge field service engineer (fse) had resolved the issue of "system failed" by installing a pcb, power management and the fse had completed the full calibration, functional testing and safety checks to factory specifications and the unit was returned to the customer and cleared for the clinical use. There was a patient involvement but no harm reported. The defective components were received for further investigation. Fat inspection of the pcb,power management was completed per procedure number 0002-07-d014 revision g and to the ipc-a-610 standard revision h with visual damage observed to the upper right portion of the board with a white residue which is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. The dripping down of saline onto the power management board will cause components to short out resulting in an unexpected shutdown of the cardiosave, which was the customer complaint. Retaining the board in the national repair center per procedure number. 0002-07-d014. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.